Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine the root cause, the report was no longer seen. The processor/bridge/pace board was relaced as a pre-caution. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device experienced a defib and pacer failure. Complainant indicated that there was no patient involvement in the reported malfunction.